Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred during bolus delivery. Customer changed supplies to address occlusion alarms, but alarms continued. Customer reverted to manual injections for insulin therapy. Customer reported blood glucose level ranged from 400-500 mg/dl.